Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Main case tamper seal was punctured. Plunger head tamper seal was intact. Top case was broken at front left corner. Bottom case was cracked at l-bracket mounting surface. Right plunger case was cracked at top surface. Syringe plunger not in place error found in device's history. Syringe plunger not in place error was found during setup of occlusion test. Both front and rear syringe plunger (flipper) sensors did not respond when plunger lever was pressed. The root cause of the reported issue was found to be that the glue gave way causing q1 transistor to rip off plunger printed circuit board (pcb). This issue is design related. This issue will be monitored for an increase in occurrence. Additional action will be taken, if the occurrence of this issue increases significantly. Replaced plunger pcb due to q1 transistor being ripped off.

Event description:
It was reported plunger issue. No patient injury was reported.